Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a pcf for atlantoaxial subluxation on (B)(6) 2023 . In the primary surgery on (B)(6) 2023 , the surgeon used a universal driver to tighten the set screws. The surgery was completed successfully with no surgical delay. After surgery on (B)(6) 2023 , it was confirmed that the set screw at the occipital bone had come off. On (B)(6) 2023 , a reoperation will be performed, and the set screw that came off the occipital bone will be reinserted again. The surgeon commented that because the patient was a well-built man, the surgeon did the reduction in a slightly severe anteflexion angle, which might have made the set screw stressed and caused the occipital bone to come off. No further information is available. This report is for one (1) ti locking screw sterile. This is report 1 of 2 for complaint (B)(4).